Manufacturer narrative:
The returned ar screw was evaluated and was found to have been manufactured within specifications and functioned as intended when trialed at biomet. Visual examination confirmed the presence of thread damage consistent with ar screw contact with a nail or set tip during assembly, which confirms the complaint. In addition, the lag screw and position of set tip could cause both screws to catch; however, without return of the nail and confirmation of set screw position as shipped, the event cause could not be determined.

Event description:
It was reported that patient underwent a left femoral fixation procedure on (B)(6) 2014. During the procedure, the surgeon had difficulty passing the anti-rotation screw through the nail. The procedure was completed without the anti-rotation screw.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.